Event description:
A patient reported experiencing inaccurate low results with a lifescan meter. The patient's blood glucose results were 123 mg/dl versus 192 mg/dl meter to lab. Tests were done within 20 minutes with a difference of 36%. Patient did not experience any adverse events.